Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge and an unspecified handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was damaged while loading in the injector. There was no patient contact. Additional information has been requested.